Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported during an intraocular lens (iol) implant procedure, a crack was found at the junction of the optical part into the haptic. According to the surgeon, the length of the crack was about 30% of the total width in this part of the iol. Next, the iol was loaded into a cartridge and implanted into the patient's eye. At the moment of the lens exit from the cartridge into the capsule bag, the haptic broke off. It was decided to remove the lens by cutting the optical part and implanting another iol. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis. The complainant indicates the use of non-company ophthalmic viscosurgical device (ovd) as a viscoelastic, which is not qualified for use with company model, this is not a qualified company product combination. The root cause for the reported complaint could not be determined. The sample was not returned for evaluation. The complainant indicates that the damage was observed at the gusset area, however the customer proceeded with implantation. In addition to this, the surgeon states the use of non-qualified viscoelastic. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product history records confirm that the product met release criteria. The manufacturer internal reference number is: (B)(4).